Event description:
It was reported that .. "During radius surgery, when the surgeon bent the cross connecter, it was broken. He used another connector."

Event description:
It was reported that .. "During radius surgery, when the surgeon bent the cross connecter, it was broken. He used another connector."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the returned fixed cross connector was confirmed to be broken at receipt. Pictures were taken of the broken parts. As visible on the attached pictures, breakage occurred at one side of clamp supporting that the leverage effort was not provided on the connector body but at this level. There is no bend observed on the cross connector showing that the device yielded under stress applied at the level of the clamp which is not supposed to withstand bending forces. The set of cross connector benders has been etched to indicate which slots will accommodate fixed or variable cross connectors. Based on the observations of the returned parts it is likely that the bending moment was not appropriately applied putting constraints in the thinnest section of the device leading to breakage. Functional inspection: not applicable. Device history review: no anomalies relating to this event were found during the manufacturing processes. Complaint history: only one similar complaint was found for this product dating back to march 2004. Conclusion: based on the observations of the returned parts it is likely that the bending moment was not appropriately applied putting constraints in the thinnest section of the device leading to breakage. The review of the manufacturing records indicates that products were delivered meeting requirements. Review of the similar complaints did not indicate recurrence of this event on this batch or this kind of connector. Only one complaint in trackwise was dealing with breakage of a 20mm connector which was not supposed to be bent. Issue is therefore assumed to be user related. Bending of connector is performed out of patient wound: hence the event as reported would not have involved adverse consequences for patient. Based on the reported information and after confirmation through follow up this statement was confirmed. Surgical technique on page 19 explains how to proceed to bend fixed cross connectors: place either fixed cross connector clamp into the fixed cross connector slot of the cross connector bender. Place the other clamp of the fixed cross connector into the fixed nest slot built into the top of the cross connector j-tip bender. A warning is also provided in case of over bending that may result in breakage. Bending is performed out of the patient wound: hence this would not involve adverse consequences for the patient. In this case, based on the information reported, surgery was completed successfully with no delay or medical intervention required or adverse consequence for patient.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis results: visual inspection: the returned fixed cross connector was confirmed to be broken at receipt. There is no bend observed on the cross connector showing that the device yielded under stress applied at the level of the clamp which is not supposed to withstand bending forces. Device history review: no deviation in regards with the failure mode reported was highlighted. Appearance and shape was controlled for the whole batch. Hence, there are no indications of product discrepancy. Complaint history: this is the first and only incident of this type for the radius fixed connector. There were 0 similar complaints found in our database. Risk assessment analysis: there were no adverse consequences reported. The surgery was completed successfully using another connector with no reported delay or adverse consequences for the patient. Conclusion: based on the observations of the returned parts it is likely that the bending moment was not appropriately applied putting constraints in the thinnest section of the device leading to breakage. The review of the manufacturing records indicates that the product was delivered meeting design requirements. Review of the similar complaints did not indicate recurrence of this even. Issue is therefore assumed to be user related.